Event description:
It was reported that while the surgeon was drilling a hole during a cranial procedure, the perforator bit touched the edge of a metal retractor. It was also reported that small shards of metal came off the perforator bit and were embedded in the patient; additional cuts were made by the surgeon to remove the metal shards. It was further reported that the delay to surgery time was less than 30 minutes.

Manufacturer narrative:
The perforator bit subject to this investigation was not returned to the manufacturer for evaluation. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The investigation results indicate that the user may have contributed to this event.